Event description:
It was reported that during manufacturer service testing the universal driver ran in safe mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The service technician found that the potted trigger was corroded and the reverse trigger and safety bar was worn. The parts were replaced and the device was returned to stryker loaner stock.